Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. Dimensional inspection of the inner shaft diameter, as well as the associated material hardness confirmed conformance to print specification. After visual, optical and dimensional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that the driver tip broke during bone screw insertion at l5.